Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported a procedure was being performed on a lesion located in the left circumflex artery (lcx). At the bifurcation with the obtuse marginal (om) branch with a curve of the lcx, there were no balloons that were able to cross. The only option to cross was the diamondback 360 coronary orbital atherectomy device (oad). The viperwire guide wire was placed in the lcx through the target lesion. It was recommended the viperwire be placed more distally to keep the recommended distance between the tip of the oad and the spring tip of the oad. The physician was unable to place the viperwire more distal due to resistance, but decided to continue with the orbital atherectomy procedure. The oad was advanced to the lesion, but they were unable to cross with glideassist activated. An antegrade approach was used. The first treatment was performed, however, they were unable to pass through the lesion. During the second treatment, the oad crown jumped, which resulted in a perforation of the vessel. It was observed the distal part of the viperwire fractured due to the oad crown jump. A covered stent was placed, but this was not sufficient as they were unable to get to the distal part of the lcx, thus the om branch and distal part of the lcx were coiled. The fractured component remained with the coils. During the procedure, the patient experienced a myocardial infarction and was hospitalized.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis, and detailed analysis was performed on the returned device. The reported failure to advance, unintended system movement - crown jump, device damaged by another device - caused damage, unexpected medical intervention, hospitalization, myocardial infarction, and perforation of vessels was not able to be confirmed due to the operational context of the reported issues. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported failure to advance, unintended system movement - crown jump, device damaged by another device - caused damage, unexpected medical intervention, hospitalization, myocardial infarction, and perforation of vessels appears to be related to circumstances of the procedure. There was no damage or abnormalities identified with the orbital atherectomy device that would have contributed to the reported complaint. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a procedure was being performed on a lesion located in the left circumflex artery (lcx). At the bifurcation with the obtuse marginal (om) branch with a curve of the lcx, there were no balloons that were able to cross. The only option to cross was the diamondback 360 coronary orbital atherectomy device (oad). The viperwire guide wire was placed in the lcx through the target lesion. It was recommended the viperwire be placed more distally to keep the recommended distance between the tip of the oad and the spring tip of the oad. The physician was unable to place the viperwire more distal due to resistance, but decided to continue with the orbital atherectomy procedure. The oad was advanced to the lesion, but they were unable to cross with glideassist activated. An antegrade approach was used. The first treatment was performed, however, they were unable to pass through the lesion. During the second treatment, the oad crown jumped, which resulted in a perforation of the vessel. It was observed the distal part of the viperwire fractured due to the oad crown jump. A covered stent was placed, but this was not sufficient as they were unable to get to the distal part of the lcx, thus the om branch and distal part of the lcx were coiled. The fractured component remained with the coils. During the procedure, the patient experienced a myocardial infarction and was hospitalized. Additional information was received. It was indicated the vessel was primary wired with the viperwire guide wire and no wire bias was noted. Approximately 45 millimeters, including the spring tip, was left in-vivo. The patient was hospitalized for a week and a half prior to discharge. The patient was in stable condition.